Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. The insulin pump did not have a motor error alarm present. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, scratches on the casing, cracked battery tube threads, scratches on the reservoir tube, missing end cap sticker and cracked reservoir tube lip.

Event description:
Customer reported via phone call no delivery alarm and motor error alarm. Troubleshooting for motor error alarm was performed. Customer advised the insulin pump was exposed to a high magnetic field when they went through an x ray body scanner at the airport. Customer received eight motor error alarms in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.